Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
Preparing device for implant. Charge/dump performed- battery voltage read 2.78v. Device was at room temperature. Device not used, consultant notified and alternative device used for implant. There were no patient complications reported as a result of this event.